Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) protruded through the tip of his penis. The patient put a hot washcloth on his penis and stated that he observed some pus like drainage and fluid from his penis. The patient was advised to visit the emergency room (ER) immediately if he developed any of the following symptoms; a fever, chills, additional drainage, or further signs of an infection. The patient subsequently visited the emergency room (ER). The patient was discharged from the ER with instructions to see a urologist. The patient later contacted the manufacturer's patient liaison to inform them that they were scheduled for an explantation surgery on (B)(6) 2019, at the university health system in texas. The patient stated that he would contact the patient liaison after the completion of the explantation surgery to provide additional information.